Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755 serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an external device. The reason for call was patient was in assisted living and several times the caller found the rubber antenna on the recharger had been pinched in between the cushions of the lift chair. The pt use to be able to find the implanted neurostimulator and start charging but now they could not find the device. Patient was in a lot of pain and the caller did not think the patient had been charging their back. Caller noted it had been a while since they were able to get it on the patient's back. It was noted that they last charged they said they charged the implant yesterday. During call caller verified no damage to the controller charging port or to the recharger (rtm). Caller reset the controller and was encouraged to try to charge the ins once they were next to the pt. The issue was not resolved. Caller will try to charge the implant tomorrow and call back if the issue persists. Pt rep called back saying they went to the pt after the first call since the patient was in pain and tried charging as instructed by previous agent, but passive recharge mode showed all 0. Agent sent replacement recharger request to repair. After receiving the replacement recharger they were still unable to get the ins charged. Caller explained the controller would spin and spin on look for device, then they'd have to keep trying again even though they had gone through passive recharge mode at some point, as they explained they saw all 95's. Caller was not with the patient or equipment at the time of call. Agent attempted to explain the process of passive recharge mode, they never see an indicator of good/excellent, and the patient may have to go through 3 sets of 10 minute charging sessions in prm before regular charging can be done. They will try to charge the ins again and may call back for additional assistance.